Event description:
It was reported that the patient had undergone avr and CABG surgery and exhibited constant ventricular fibrillation and had to leave the operating room. ECMO was initiated. The machine ran normally, but blood was dripping slowly from the co2 outlet of the oxygenator. There ws risk if the set was changed, so it was run from 00:00-(B)(6) 2014 to 5:00- (B)(6) 2014. Estimated blood loss was approximately 180 ml. No stored blood (ie: no transfusion). There was no delay in treatment, no reported patient effect and no stored blood. Abbreviations: avr=aortic valve replacement; CABG=coronary artery bypass grafting. (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary is aware of similar complaints. The devices displayed a similar malfunction which were tested and evaluated under an optical microscope. Delamination of some gas fibers was observed which allowed for the priming solution or blood to flow inside the gap between the gas fibers and polyurethane. Gravity then allowed for passage to the gas exiting path along the housing. The most probable root-cause is the delamination of the hollow gas fibers from the polyurethane potting area. A review of the quality control process confirms that 100% functional inspection for leakage is performed during production. Maquet cardiopulmonary ag has initiated an internal process (CAPA-(B)(4)) to address the appropriate corrective and preventive action. A supplemental medwatch will be submitted when new information becomes available. Additional information: the product mentioned under section d is not distributed to the us, but the product with contributing design function to the affected component (quadrox-ID) is registered under 510(k): k101153.